Event description:
It was reported that a patient¿s trial went better than the permanent implant. Since implant, she never had therapeutic effect. The patient had ¿staining¿ and her stool was mushy, never firm. The patient had rectal pain when stimulation was increased since implant and they didn¿t try to resolve it. Over the weekend of 2014-(B)(6). The patient had no stimulation sensation. Previously the patient couldn¿t go over a setting of 0.9 volt, but now she could turn it past 2 volts. She turned stimulation down from 2 because she felt it too strongly. The patient had trouble avoiding twisting, stretching, and bending. The patient had a loss of therapeutic effect and had a ¿terrible¿ day on 2014-(B)(6) with her bowel problem. She had a gas attack. That day, she decreased stimulation from 2 volts to 1.8 volt because it felt a little too strong. The patient didn¿t get relief from therapy until (B)(6) 2014 while in church. She felt a tingling sensation and called her healthcare professional¿s office because therapy was doing what it was supposed to do. Sometimes after a bowel movement it made her rectum hurt, the patient could have too much pressure in the area, and she couldn¿t seem to get a happy medium. The patient had 60 percent therapy relief, was having better luck and not a lot of messy underwear, but after a year she should have stimulation down to a science. On the morning of 2014-(B)(6), the patient felt a strong surge or power and lowered stimulation to 2 volts. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0ebsh, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).